Manufacturer narrative:
Analysis of the neurostimulator (serial number (B)(4)) found that it was functionally okay with insignificant anomalies. Analysis of the electrical stimulation lead (serial number (B)(4)) found that the lead body conductor was broken on the distal end of the lead at the injex anchor site. Concomitant products: product ID: 977a260, serial#: (B)(4), explanted: (B)(6) 2021, product type: lead . Product ID: 977a260, serial/lot #: (B)(4), ubd: 15-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-sep-09 information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated they will be returning patient's explanted ins and leads for analysis, possible warranty coverage and inquired about reference number to include on return paperwork. Caller stated complete system was removed by another hcp on (B)(6) 2021. Caller read from the report that patient presented with history of neck pain and bilateral arm/upper extremity pain and right hand numbness. Caller mentioned patient had previous epidural injections in october and patient will proceed with another injection given that system was being removed. Troubleshooting was not required. Caller didn't see any reason for explant. Caller provided explanting hcp but didn't know if they were the patient's managing hcp. No symptoms/patient complications reported.